Event description:
It was reported that the 2600 system has intermittent boot up problems (intermittent generator boot up). There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace the technique processor board. Replaced the technique processor board. The system was tested and found to be working as intended and placed back into service.